Event description:
It was reported that a device fracture occurred. A direxion was selected for use. An arteriovenous malformations (avms) were accessed via direxion and fathom wire. After a few coil deployments, the physician attempted to move onto the next avm, while doing so, he said he felt a possible kink within the diagnostic catheter and broke the direxion catheter, which was inside the touhy. The device was removed from the body intact and the procedure was completed with another direxion. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was visually and microscopically analyzed for any damage. The device showed a fracture located 47.4cm from the hub. The device was not completely separated the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that a device fracture occurred. A direxion was selected for use. An arteriovenous malformations (avms) were accessed via direxion and fathom wire. After a few coil deployments, the physician attempted to move onto the next avm, while doing so, he said he felt a possible kink within the diagnostic catheter and broke the direxion catheter. The device was removed from the body intact and the procedure was completed with another direxion. There were no patient complications reported post procedure.